Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) reading of "high" on the continuous glucose monitor. Cause was not known. Elevated bg was addressed by a correction bolus, manual insulin injection and supplies change. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue.